Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, the following case has been opened in salesforce and marked as a complaint or product discrepancy. Please review the following details and click the link below to review the case itself. (B)(4). Case description: ian had a pcu8015 did not communicate with system maintenance software 10.33 failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: (B)(6) had system maintenance software 9.8 on his lap top before. He used "trend net" usb adapter and was able to connect pcu8015 to system maintenance software successfully. After ian upgraded his software to system maintenance 10.33 the system would not communicate with pcu. I told ian we recommend trip lite model "USA-19hs" usb adapter. Any other usb adapter would not guarantee it will work all the time. Ian asked me to try "db9" serial port. We connected db9 connector directly to his lap top still did not work. I remote in to ian's lap top and take a look at his device manager. Only "comm 5" show as serial port. In system maintenance software program also only comm 5 show as available. There was no other blue tooth devices that could cause communication issue. Ian has used the same pcu8015 and the same communication cable to test on his co-worker's lap top and confirmed it worked fine. That eliminated it was not the hardware failure on the pcu and not the issue with communication cable. I told ian I suspected that the issue was a malfunction serial port on his lap top. I told him the option is to use a usb port and recommended him to get trip lite "USA-19hs". Ian will order trip lite USA-19hs and try again. If he still have any issue, he will call me back and refer to this case number.